Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was greater than 500 mg/dl with trace ketones. Customer administered a corrective bolus via pump to address blood glucose level. Customer changed out pump supplies to address the alarm and resumed insulin delivery.